Event description:
A customer reported that the insulin gauge on their pump displayed a significantly lower amount than expected on a previous day, showing 50 units when 120 units were anticipated. The discrepancy was greater than 30 units. Although there was no adverse impact on the customer's blood glucose level reported, the customer continued using the same cartridge until it was depleted. Technical support advised the customer to contact them again for troubleshooting if the issue reoccurs.